Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on this pacemaker, which indicated that the atrial pace impedance measured greater than 2000 ohms. The atrial pace configuration was automatically switched to unipolar configuration. It was also reported that ventricular signals were being oversensed on the atrial channel, of this pacemaker dependent patient. Thus it was suggested for the non-bsc lead to be evaluated. Programming was also going to be adjusted. No adverse patient effects were reported.